Manufacturer narrative:
H3, h6: siemens healthineers completed a detailed investigation of the reported problem. It was communicated to siemens healthineers that the collision pads on both sides of the digital imaging tower had malfunctioned and thus had been bypassed by a service technician. The customer was made aware of this bypass. The investigation showed that the malfunction of the collision pads was due to misaligned micro switches inside the collision pads. This could have been fixed immediately at customer site by aligning those switches. On the subsequent site visit during the next week, another service technician solved the issue by removing both side pads and adjusting multiple switches on each side. Afterwards, the repaired pads were reinstalled, and the system was brought back into a safe state. There was no system malfunction. Appropriate retraining measures were initiated and implemented for the service technician who bypassed the collision pads.the complaint has been closed.

Event description:
Siemens healthineers became aware of an issue associated with the luminos agile max system. It was communicated that the collision sensors on both sides of the digital imaging tower (dit) had been bypassed. There is currently no information available to siemens healthineers that the issue had an impact on patient operation. No injury was communicated in this complaint. In worst case scenario, a minor to serious injury might be the outcome if a collision occurs because of the bypassed sensors and a person is crushed.

Manufacturer narrative:
H3, h6: initial actions (corrective and/or preventive): the bypass of the sensors was performed deliberately at the affected site. No general problem has been detected for the installed base which requires immediate action. Manufacturer's preliminary results and conclusion: the sensors should not have been bypassed since this presents a safety hazard if the system is used under these conditions. If additional information becomes available, a supplemental report will be submitted.